Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that they were hospitalized due to high blood glucose as well as complications of heart issues on (B)(6) 2019 with blood glucose of unknown. Customer¿s blood glucose level was in the 90 mg/dl to 150 mg/dl range, and 430 mg/dl something. The customer provides details regarding symptoms of their high blood glucose episodes such as felt light headed with nausea, dizziness along with vomiting. The customer treated with the intravenous drip along with infusion insulin into the intravenous drop and visit to emergency room. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer allege possible insulin pump was under delivery. Customer¿s husband stated that the arthritis and the animus insulin pump was easier to navigate. Customer was calling back to perform an high pressure test. Customer need to do complete troubleshooting for high blood glucose level. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.